Manufacturer narrative:
Result: footboard assembly.

Event description:
It was reported by service report that the footboard was broken. It is unk if there was pt involvement or if there are adverse consequences to report.